Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device shows signs of damage from attempted use. The device does not appear to be broken. The medical investigation concluded that this case reports that after hitting the tibial insert, it broke inside the patient. Per email correspondence, all pieces were removed. The procedure was completed using a backup device with no harm to the patient, and a 45 minute delay. No further clinical assessment is warranted. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka, a journey uni tibinrt s1-2rm/ll9mm could not be inserted at all. After hitting the insert, it broke inside the patient. The procedure was completed using a s+n back-up device. Surgery was 45 min delayed.